Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced amplitude intrinsics. Technical services advised some programming options. Also, the smartpass feature had programmed itself off due to the reduced intrinsic amplitudes. The system was abandoned and a transvenous system was implanted. There were no additional adverse patient effects.